Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received the device was in two segments at the manual detachment location (via hypotube) but retained together by a pulled release wire. Under the microscope, implant coil was found to be detached with the coin pulled back from the lumen stop and with the coil shield present. The tack weld replacement (twr) was found to be intact. The release wire was then pulled out from the pushwire for evaluation of the coin. The retainer ring appeared to be vocalized. We are unable to definitively determine the cause of the pushwire break; however the reported resistance may have contributed. Our IFU states: do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation is currently in progress. A supplemental report will be filed upon completion.

Event description:
Medtronic received information that this axium coil prematurely detached inside the microcatheter hub during treatment of a cerebral arteriovenous fistula. It was reported prior to the detachment, the physician inserted the coil through the microcatheter hub and felt resistance when attempting to remove the introducer sheath. It was further reported the physician continued to remove the introducer sheath but noticed the pushwire was broken at the break indicator and the release wire was exposed. At that point, the coil was noticed to be prematurely detached inside the microcatheter hub. It was noted that the coil prematurely detached by releasing the release wire. The vessel was moderately tortuous. No intervention was required and no patient complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.